Manufacturer narrative:
Catalogue number updated to 8450107030d. Investigation results indicate that the most probable root cause of the bur break is as a result of issues with the associated attachment (5407120950c; sn (B)(4)). The front bearing on the attachment was corroded.

Event description:
It was reported that during a surgical procedure, the bur broke and the shaft of the bur stuck in the attachment. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using a backup device.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a surgical procedure, the bur broke and the shaft of the bur stuck in the attachment. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using a backup device.